Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was replaced during a device change out because: " after placing the lead into the header and tightening the set screw the physician gave the lead a pull to make sure it was securely connected. While the pin remained in place, the external seal on the lead pulled back out of the header. The physician did not feel confident about using the lead due to patient being pacemaker dependent. Therefore that lead was capped and a new pacing lead was used." There were no adverse patient events reported.